Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunctions were confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the most probable cause of the malfunctions would likely be an abnormal communication with the video system center due to failure of the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had an e226 scope communication error and a flickering screen. The issue was found during inspection for use for a therapeutic procedure and it was completed with a similar device. There were no reports of patient harm associated with this event.